Event description:
After the use of the device for a cardiopulmonary bypass procedure, when the perfusionist (ccp) was shutting down the central control monitor (ccm), she noticed the touchscreen was not working. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software data logs were received by the manufacturer on (B)(4) 2015 for further evaluation. The user facility's biomedical engineer (biomed) took a look at the ccm and he could not duplicate the issue.